Manufacturer narrative:
A ge service representative performed an on site investigation. The kv control pcb and aec (automatic exposure control) pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed generator communication errors. Further information determined that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.